Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a fast stop error message. This message will result in a system shut down situation without command and is therefore a reportable event. There are no reports of patient injury or death associated with this event.